Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 7 months after implant placement. The patient's x-ray was provided. The bone quality was type I. Oral hygiene around implant site was good. Bone resorption was found during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.